Event description:
Customer's wife reported that her husband was hospitalized due to high blood glucose. At the time of the emergency room visit the blood glucose reading was 600 mg/dl. Furthermore, at one point the blood glucose readings is 48 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.